Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose level. Customer's blood glucose value was 45 mg/dl at the time of the incident and current blood glucose value 144 mg/dl. The customer did not provide details regarding symptoms of low blood glucose. Customer was treated with food. The customer has been using insulin pump system within 48 hours of reported low blood glucose event. Customer uses auto mode. Customer declined to troubleshoot for their low blood glucose level. Insulin pump will not be returned device for analysis.